Manufacturer narrative:
The compressor was investigated on site by our filed service engineer. It was reported that the compressor was leaking water. The investigation revealed that the drainage valve was defective and need to be replaced. Since no part will be received., the root cause could not be determined.

Event description:
It was reported that the compressor was leaking water. There was no patient harm. Manufacturer's ref.#: (B)(4).